Event description:
The customer reported that the system continued to beep after the exposure button was released. This is consistent with an intermittent system lockup situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.